Event description:
During the coronary artery bypass procedure, the punch caused a jagged aortotomy and a tear in the aorta was noticed. When the surgeon went to deploy the seal he noticied calcified plaques on the edges of the aortotomy. A scalpel was used to clean the edge and the tear was repaired with a prolene suture. When the surgeon went to deploy the first seal into the aorta, the seal did not deploy and the surgeon also noted that the seal was cracked. Second seal was loaded but the seal cracked during loading into the delivery tube. A third seal was used to complete the procedure. No additional patient complications were reported.